Event description:
The manufacturer received a customer report indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ message. During a pre-delivery test run conducted in the sales office, the device screen suddenly became inoperable, and the "ventilator inoperative" message was observed. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. "Ventilator inoperative" was displayed when the device was powered on. The device log files were successfully downloaded and reviewed. A "ventilator inoperative" error resulted from corrupted data within the eeprom on the system/cpu assembly. To correct the condition, the system pca (printed circuit assembly) was replaced. In addition, unrelated to the reportable malfunction, a crack was confirmed on the front panel, so it was replaced. Since contamination was confirmed on the fio2 return tube filter (inline proximal filter) was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.

Manufacturer narrative:
The reported failure of a ventilator inoperative error resulting from corrupted data within the eeprom on the system/cpu assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.